Event description:
On (B)(6), 2006, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the pt was diagnosed with a distal type I endoleak. There is aneurysm enlargement, the amount is unk. The aneurysm enlargement is in the left iliac artery and is feeding into the aneurysm sac. (B)(6), 2012, a reintervention was performed. The left internal iliac artery was coil-embolized and the left contralateral leg component was extended well into the left external iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices implanted and/or related to this event. (B)(4).